Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared as the esc button is unresponsive. Blood glucose value was 187 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked on the battery tube threads.